Manufacturer narrative:
No report of patient involvement. The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had an unexpected reset error and was not able to start mechanical ventilation. There was no report of patient involvement.